Event description:
The customer reported that erratic platelet (plt) results were generated for a single patient's results processed on a coulter ac-t diff 2 analyzer in closed vial mode. Beckman coulter inc. Assessment of customer supplied data indicated the generation of initial and three repeat patient results with and without instrument generated flags. The first repeat test results generated low red blood cell (rbc), hemoglobin (hgb) and hematocrit (hct) results and high red cell distribution width and platelet results compared to the initial and the subsequent repeat patient results. None of the patient results were reported out of the laboratory; hence, there were no reports of death, serious injury or modification to patient treatment associated with this event. The sample was sent to a reference lab and correct results were released. Reference results are not available. Quality control (qc) results were within specifications during the timeframe of the event. The sample was collected by venipuncture into a potassium, ethylenediaminetetraacetic acid tube and was tested the same day as collection.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the site for this event. The field service engineer (fse) did not find any instrument problem. The fse performed a reproducibility test which passed within specifications and was not able to reproduce the reported issue. A failure mode for this event could not be determined based on available information.